Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the avea ventilator, was set the fio2 (fraction of inspired oxygen) at 90 but the reading is 98%. The customer confirmed that there is no patient involvement associated with this reported event.